Event description:
The reporter stated that during a surgical procedure, as the product packaging was opened, the surgery nurse noticed that the product was outside of the seal, the seal was compromised, the product was not aligned between the two plastic packaging sheets. The product was not in contact with the pt and was not implanted in the pt integra has requested add¿l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.